Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, the keratome was jammed between the sterile cover of the system and the patient's eye. This resulted in the blade being jammed into the patient's eye at the incision location. A stitch was required at the injury site to complete surgery.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to surgeon factors and is unrelated to the system. (B)(4).